Manufacturer narrative:
The device was returned to zoll medical (B)(6); the reported malfunction was observed and attributed to a loose system interconnect flex cable to an interlock connector. The system interconnect flex cable was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.